Event description:
It was reported that via remote transmission, non-sustained rv oversensing due to myopotential oversensing was observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.